Event description:
It was reported the patient's stimulation began to fade out over the past six months to a year, but abruptly lost stimulation last night. The patient reported the top and bottom lights on the programmer were green, however, the middle light for the ins battery was not lit. No further outcome was reported. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
.